Manufacturer narrative:
Device evaluation: one pneupac device was received for investigation in good condition. The investigator performed an initial check by connecting a 50 psi airline to the device input. A four-hour test was completed, where settings were periodically changed and the device was turned off and back on. It was found that the device cycled as designed. A lock off leak test was also performed and the device passed with no significant drop in pressure detected. Based on the investigation, the complaint allegation could not be confirmed. However, the anti-panting device from demand detector for examined for further inspection and the gasket was found to be damaged. After replacement of the gasket, the device and it passed all functional tests and functioned as designed. The problem source of the damaged gasket was noted to be from normal wear and tear.

Event description:
Information was received that a smiths medical pneupac parapac ventilator was "intermit, not cycling." No adverse effects were reported.